Event description:
It was reported that at the patient's initial activation a short circuit between channels 3 and 6, which was detected during intraoperative testing, was still present. The short circuit channels were globally de-activated and channels 10-12 were globally de-activated due to lack of auditory perception, loudness growth and slight facial stimulation. Electrodes 10-12 are most likely extra-cochlear. Patient performs appears adequate. The patient will return in a week for follow-up.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available a device failure analysis will be submitted as a follow-up report.